Manufacturer narrative:
H3: analysis of the returned catheter identified deformity in shape and abrasions that did not affect infusion. H6: fdm updated to 10. Fdr updated to 213. Fdc updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709 ,serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(4) , ubd: 04-nov-2008, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal dilaudid (hydromorphone) 6.0 mg/ml at 1.2mg /day, clonidine 11.2 mg/ml at an unknown dose, and midazolam 250 mcg/ ml at an unknown dose via an implantable pump. It was reported that the patient arrived at the hospital to have an indwelling pump replaced. The patient was not experiencing any symptoms. As per normal procedure requested by the surgeon, the new pump that was to be implanted had the fluid removed, the drug was inserted, and a pre-implant prime was started (which takes 19 minutes). The surgeon opened the pump pocket and found that all the catheter was in the pocket. The treating physician was called, and the surgeon spoke to him on the phone. After a discussion between the surgeon and the physician by phone, it was decided that the best option for the patient was to remove the catheter and pump. It was unknown if the issue was resolved. The patient's status was alive - no injury. The new pump that had been emptied and filled with drug was not implanted. Both pumps and the catheter would be returned to the device ma nufacturer. It was unknown to the manufacturer representative if any environmental, external or patient factors might have led or contributed to the event. There were no [additional] diagnostics/troubleshooting performed to the manufacturer representative¿s knowledge. There were no [additional] actions/interventions taken to the manufacturer representative¿s knowledge. Information regarding the patient¿s weight, medical history, and other medications was unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the cause of the catheter being in the pocket was unknown. The catheter would be returned to the device manufacturer.